Manufacturer narrative:
Evaluation summary: one delivery system was received for evaluation and investigated visually for external damage. The delivery system was disinfected and the lot number and ID# matched the data that was initially reported. The delivery system was not bent and the plunger was not broken. The emergency procedure was not implemented and the delivery system had no visible damage. Per the condition in which the device was received, the delivery system seemed to be functioning per specification. A review of the device history records for the provided lot / serial number was completed and indicates all parameters and acceptance criteria for entries potentially pertinent to the reported event were within specified limits at the time of release. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a patient underwent an esophageal procedure for bravo capsule placement and the capsule failed to attach. There was no harm to the patient. An endoscopy procedure was performed prior to the attempted capsule placement. There was nothing unusual regarding the patient anatomy or bravo procedure. Lubrication was not used to facilitate capsule placement. No other known adverse events were reported.

Manufacturer narrative:
Evaluation summary: one delivery system was received for evaluation and investigated visually for external damage. The delivery system of the lot number and ID# matched the information provided by the initial reporter. There were no signs of tissue or blood and the plunger was not broken. The emergency procedure was not implemented and there was no visible damage on the delivery system. Per the condition is which the device was received, the delivery system seemed to be functioning according to specification. A review of the device history records for the provided lot / serial number was completed and indicates all parameters and acceptance criteria for entries potentially pertinent to the reported event were within specified limits at the time of release. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.